Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. Customer stated that low battery alarm occurred, when the battery was replaced, the screen was displayed as usual for a moment, but the screen became pure-white immediately, and after that, the screen became blank. Customer reported that the battery was replaced again and the insulin pump was used, but today the same event occurred, the battery was replaced. Customer reported that although the insulin pump was being used for several years, the event like this occurred for the first time, because the patient felt anxious to use the pump continuously, she requested replacement of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump monitored for several days and no blank display noted. Unit received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected failed battery alarm anomalies noted.